Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 30 mmol/l, which they treated via manual insulin injection. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The reservoir has over 200 units of insulin but the insulin pump stated that the reservoir was empty. The customer rewound the insulin pump twice but a half hour later the motor error alarm would recur. The alarm history was reviewed and there was a low battery alert, no delivery alarm, and unexpected restart error alarm noted. No products were returned and a loaner insulin pump was shipped to the customer.